Event description:
A nurse from the hosp wanted to know the kind of infusion set the customer uses. It was informed that the customer was hospitalized due to high bgs. It was mentioned that the customer would be released shortly after the call. Three days later the customer called back and was hospitalized for dka. It was indicated that the customer changed the set at the hosp and the cannula was bent, explained the two high bg rule. Advised the customer to change the set when running high bgs.